Manufacturer narrative:
Follow-up # 1 ¿ (05/21/2014). The patient¿s meter has been returned on 5/7/2014 and evaluated by lifescan product analysis on 5/13/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. A DHR (device history record) was completed on 04/30/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultra meter has a power issue (does not turn on). This complaint is classified according to the documentation of the customer care advocate. The patient¿s diabetes medication includes metformin, humalog, and lantus insulin. According to the patient, after the power issue began on (B)(6) 2014 at 6 pm, the patient continued to manage his diabetes with less food/drink. Within a few days after the onset of the power issue, the patient reportedly had symptoms described as ¿dizzy and blurry vision.¿ there was no report of any required hcp medical intervention. The power issue was resolved with training. The meter powered on with the power button and the insertion of the test strip. There was no product misuse. This complaint is being reported because the patient developed symptoms suggestive of hypoglycemia after the power issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.